Event description:
On (B)(6) 2012, the patient contacted animas and stated a week ago, the ok and down arrow keypads button were intermittently responsive and required multiple button presses to elicit a response. The keypad was reportedly intact. It was noted that the keypad symbols were worn and the ok button keypad rubber remained indented when pressed. The patient reportedly wore the pump underneath clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.